Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the angulation control knob was stiff, abnormal noise with the angulation control knob, foreign material in the auxiliary channel, low angulation, glue peeling off the bending section cover, the connector was corroded, the knob was damaged, the light guide bundle was broken, there was an air/water leak from the control unit, the distal end insulation failed, the distal end was scratched and discolored, and water had invaded the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had abnormal noise with the angulation control knob and the angulation control knob felt stiff. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material in the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the auxiliary channel could not be identified, and a specific root cause for the material could not be identified. Olympus will continue to monitor field performance for this device.